Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor fractured while in the body. The customer blood glucose level was 80 mg/dl at the time of incident. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor broken; missing broken part.